Event description:
It was reported to MFR that a vns pt was in the operative room for a generator replacement; however, high impedance was observed during surgery and thus the leads for replaced as well. No pt manipulation or trauma is believed to have caused or contributed to the event. X-rays were taken prior to surgery; however, copies are not available to MFR for review. A lead fracture was reported although, it is unk if it was visualized in the surgery. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.